Event description:
Mainline IV tubing without problems early last month. Potassium piggyback started on the following day and the potassium infusion backed into the mainline IV fluids, main IV on carefusion pump.